Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that during a routine device change, it was noted that an asymptomatic patient's atrial lead exhibited noise. No other electrical anomalies were reported. The lead remained implanted within the patient with no changes made. The patient was stable before, during, and after the procedure and would continue to be monitored.